Event description:
The customer reported an error message in op check relating to the therapy cable/port. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported an error message in op check relating to the therapy cable/port. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.